Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display had areas of blue smears. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The display assembly was removed and replaced with a retention display assembly. The meter performed as expected with an exchanged display. The examination of the flex foil of the display showed bad soldering points at the transition of the two foils which is the cause the cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. This event occurred in (B)(6).

Event description:
The initial reporter stated they had an issue with the display for the accu-chek inform ii meter, which could affect the interpretation of the customer¿s results. The device has lines all over the display. No actual misinterpretation of a result occurred.